Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot , and no non-conformances related to the reported complaint condition were identified. A suture piece of product were received for evaluation. During the visual of the suture piece, it was noted stress on the and damage on the surface suture, and a suture end was noted cut appears to be by use of surgical instrument and the second end was noted split and fraying. The other section of the suture was not received for evaluation. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the condition of the sample received, the assignable cause of the performance fraying suture intra-op is an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lead extraction procedure, epicardial electrode implantation with tvr and avr in endocarditis procedure on an unknown date and suture was used. The suture was checked macroscopically before use, and suture frayed at the level of insertion into the needle after the first suture pass, during a cardiac surgery operation. The intervention was completed with another device of the same lot. There were no adverse patient consequences reported.